Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
When you fill it past 30 ml the syringe leaks fluid out the end, making it so you can only fill it just over half way. No patient harm.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2401126, no deviations or non-conformances related to this issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed and product was verified to meet required specification. Based on our investigation and available information, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
When you fill it past 30 ml the syringe leaks fluid out the end, making it so you can only fill it just over half way. Lease request if there was any visible damage on the device near the location of the leak please request if there was any visible damage on the device near the location of the leak. No visible damage.